Event description:
In this event it is reported that a vdw. Gold reciproc stops during use. The outcome of this event is unknown as this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: siroforce no. (B)(4) : provided accessories: measurement cable lip clip, measurement cable file clip, charging unit (B)(6)+ 2 adapter), micromotor with cable (B)(6), foot control (B)(6), file clip. Diagnosis: akku defect: h: 64:50:27, s: 845, f: 165. The device was charged 845 times. 33x would have been sufficient battery overcharged, misuse needed service for repair: vr01103000900 battery recycle 1.000, sf2 service fee 2 1.000. Repair report: the device was repaired and tested according to manufacturer specifications. Please charge the device before first use. The repair was carried out according to diagnosis report. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode - speed incorrect/too fast/too slow root cause - defective battery conclusion code - abnormal use.